Event description:
It was reported that (3) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the h3tuv emit noise with a dh010. Another instrument was used to complete the case. There was no consequence to the pt.